Event description:
Nurse educator called and stated that the customer was hospitalized for high blood glucose. There was no known release date at the time of call. History of time and basal rates were correct. It was stated that the infusion set was changed out 1 1/2 days before admission. Troubleshooting also revealed that there were no kinks or bends in the set and there is no scar tissue. It was also stated that the customer has a compliance issue with checking and monitoring his blood glucose levels consistently.